Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black rubbery foreign material clogged in the a/w (air/water) nozzle. The cause was presumed to have been due to the injection tube (mh-946) mounting part being shaved and entering the a/w channel and clogging in the a/w nozzle. The instructions for use (IFU) states the following as a method of inspection prior to use of a/w nozzle: "·operation manual_ preparation and inspection - inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was insufficient air and water flow due to foreign material clogging the nozzle, that could not be removed. This finding was due to incorrect or insufficient reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had insufficient air and water. The reported issue occurred at reprocessing during regular maintenance of the scope. There was no patient/user harm or injury reported due to the event. During evaluation of the device, it was found foreign material was clogging the nozzle. This report is being submitted to capture the foreign material found at device evaluation.